Event description:
The customer reported the ventilator went vent inop and alarmed due to an inhalation autozero failure. The customer reported the ventilator was in use on a patient and there was no patient harm. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was unable to duplicate the reported problem. Review of the ventilator diagnostic log confirmed the reported vent inop occurrence. Initial testing failed due to an inhalation autozero failure. The service technician replaced the sensor pcb board to address the findings. Applicable final testing was completed and tests passed to operating specifications.